Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge and subsequently shutdown. The customer's blood glucose ranged from 67 to 86 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.